Manufacturer narrative:
Product was not available for evaluation.

Event description:
Reporter noted vitreous hemorrhage after use of 25 gauge vitrector. Case was entirely uncomplicated until placement of trocar. More force than expected was required to push trocar through soft pediatric eye, but it went in without incident. Then, technicians had difficulty getting tubing hooked up properly; eye went soft (collapsed) upon attempted use of instrument. Instrument was immediately removed. Trocar was also removed and vitrectomy was resumed using another system. Not sure if hemorrhage was related to placement of trocar, or to collapse of eye with equipment hook-up problems. Patient is doing fine post-operatively; so far no retinal complications have developed.